Manufacturer narrative:
Continuation of d10: product ID th91scsr. Serial# (B)(6): product type mobile platform product ID wr9230. Serial# (B)(6): product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was unable to communicate with their depleted implantable neurostimulator (ins). It was stated that the patient¿s wireless recharger was not charging the ins and that their handset and communicator were unable to connect to the ins, instead displaying a ¿not found¿ message. It was noted the patient had spent several hours the day or report attempting to resolve issue; however, they were without success. The patient was sent a replacement wireless recharger and handset kit in an effort to troubleshoot the issue; however, it remained unknown whether the issue was resolved as of (B)(6) 2026. The issue was unresolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. No complications were reported or anticipated.